Event description:
International affiliate reports the pedicle probe snapped intra-operatively while preparing the patient¿s pedicle in normal fashion. The broken section was retrieved from the surgical site. There were no adverse consequences to the patient and no delay to the procedure.

Manufacturer narrative:
The expedium thoracic pedicle probe was not returned for evaluation. A device history record review cannot be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the product family found no emerging trends. Without a product sample, we are unable to confirm the reported issue or identify the root cause. No corrective or preventive action is required as there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium thoracic probe was returned for evaluation. Visual examination revealed that the fracture was located at the 40mm graduation mark, resulting in 2 sections. Fracture analysis found evidence of a static brittle fracture. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A 12 month review of the complaint trend analysis for the product family found no emerging trends. The root cause of the probe¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the probe underwent a static brittle failure. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed and no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.